Event description:
The hosp reported that a caster broke on the unit. The therapist tried to prevent the unit from falling over, resulting in a minor back strain. The therapist required no medical treatment.

Manufacturer narrative:
The root cause of the reported complaint has been linked to insufficient design margin between variation in material properties of the cast base and the 40 nm (newton-metre) torque specification. Variation in material strength in the cast base in combination with the increased torque could lead to over-torqued threads that allow loss of caster stem pre-load and stem breakage.

Manufacturer narrative:
Efforts are being made to obtain this info. Date of MFR will be provided once serial number is known. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.